Event description:
During an atrial fibrillation procedure, plastic was noted on the needle following removal from the patient. The product was opened and assembled normally for atrial septal puncture. After the puncture, the needle was removed from the patient and plastic was found at the tip of the needle. The catheter was replaced and the procedure was completed with no impact on the patient.

Manufacturer narrative:
Additional information: one 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise, and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicates the needle had been pre-shaped prior to use. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the skiving is consistent with not following the instructions for use.